Event description:
It was reported that during a da vinci prostatectomy procedure, a thin cable was broken and sticking out at the tip of the fenestrated bipolar forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable to be broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. Failure analysis also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not aligned with the tube axis. It was concluded that the main tube damage may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, if broken cable were to reoccur and main tube scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.